Event description:
This rv lead was implanted on (B)(6) 2013 and was capped on (B)(6) 2018. A product experience report was received on 08/08/2018 stating that this lead was capped due to infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).